Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the unit was not getting a clean cut during surgery.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6), 2016, it was reported that the unit was not getting a clean cut. Clinical follow up was conducted to clarify any additional information about the reported event however, the customer was unresponsive. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Zimmer biomet surgical has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the meshgraft ii on (B)(6), 2017 revealed that the calibration was set out of specification at .017-.017. It was also noted that the device had the old oil sideplates and had never been in for repair under the sap system or according to livelink. The device was received with a zimmer skin graft mesher (7701) ratchet. Repair of the meshgraft ii was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the roller, cutter, worn side plates, handle, and damaged hardware. Meshgraft ii, serial number 07820, was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non verifiable during the initial inspection the service technician could not reproduce the reported event. The root cause of the reported event was non verifiable since during the initial inspection the technician could not replicate the reported event. The root cause of the reported event could not be specifically determined with the information that was provided. The IFU states that the device should be returned for preventative maintenance every twelve months. The device was never returned for service at zimmer biomet. The issue was resolved with the replacement of the roller, cutter, worn side plates, handle, and damaged hardware. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Meshgraft ii, serial number (B)(4), was repaired, tested and returned to the customer.